Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that patient was receiving dilaudid pca dose. When the patient respiratory rate reading was 8, the pca was paused. However etco2 module continued to alarm when patient respiratory rate went back up to 16. This was reported to bd representatives during their site visit. There was patient involvement but no harm.